Event description:
Account alleged the pt got out of bed fell. The bed exit did not alarm. There were no injuries reported.

Manufacturer narrative:
The hill-rom technician tested the bed exit alarm and found the bed alarmed properly. It was noted that the left hand bed exit indicator did not illuminate.